Event description:
Caller reported that there was an issue with the insulin gauge displaying a different amount than expected. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge and was informed by technical support to access the in-app cartridge load resource for guidance. They were also advised to call back for further troubleshooting if the issue recurred, which the caller acknowledged.